Event description:
Nurse tried to get the end cap off and it wouldn't budge. Appears to be glued to the tubing. Couldn't flush and add needleless cap to access the patient. Manufacturer response for power loc max huber needle, bard power loc max (per site reporter). Acknowledged manufacturing glue issues.